Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the revision procedure.